Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015. It refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted in 2013 for contraception. On (B)(6) 2015, patient went to the emergency room due to bleeding and had a miscarriage. On (B)(6) 2015, she went to doctor's office. The notes from the hospital included ultrasound results which showed something was dangling in the cavity extending towards the left cornua. The patient is scheduled for a hysteroscopy on (B)(6) 2015. Essure not removed. Ptc investigation result received on (B)(6) 2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a lack of efficacy (pregnancy). Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect (see technical assessment). The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. She went to emergency room with bleeding and a miscarriage was diagnosed. The ultrasound then performed showed something was dangling in the cavity extending towards the left cornua. These events, seen as pregnancy, spontaneous abortion and device dislocation respectively are serious due medical importance and listed in the reference safety information for essure. During essure use, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case the dislocation is not clear. This reported "something dangling" could be just the regular essure's traling coils. However, in a worst case scenario approach, the event was considered a dislocation and given its nature, causality with suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, it is not possible to know for sure if the dislocation really occurred, so the possibility of device failure cannot be totally excluded. Although the vast majority of miscarriages are caused per morphologic malformation or chromosome's abnormalities, in the present case the physician informed that something was dangling in the uterine cavity extending towards the left cornua. Apparently the device was dislocated towards the uterine cavity and could have made a mechanical interference in developing pregnancy. So, the spontaneous abortion is assessed as related to essure use and therefore this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow up information received on 05-jun-2015 from physician: the patient presented to emergency room on (B)(6) 2015 with pain and heavy bleeding and miscarried in the commode at work. Physician stated she only met the patient as a new patient after her visit to the emergency room; she did not have additional information to add and she did not known essure lot number. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. She went to emergency room with bleeding and a miscarriage was diagnosed. The ultrasound then performed showed something was dangling in the cavity extending towards the left cornua. These events, seen as pregnancy, spontaneous abortion and device dislocation respectively are serious due medical importance and listed in the reference safety information for essure. During essure use, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case the dislocation is not clear. This reported "something dangling" could be just the regular essure's trailing coils. However, in a worst case scenario approach, the event was considered a dislocation and given its nature, causality with suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, it is not possible to know for sure if the dislocation really occurred, so the possibility of device failure cannot be totally excluded. Although the vast majority of miscarriages are caused per morphologic malformation or chromosome's abnormalities, in the present case the physician informed that something was dangling in the uterine cavity extending towards the left cornua. Apparently the device was dislocated towards the uterine cavity and could have made a mechanical interference in developing pregnancy. So, the spontaneous abortion is assessed as related to essure use and therefore this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.